Event description:
Medtronic received information that twelve months post-implant, this transcatheter bioprosthetic valve was explanted for an unspecified reason. A new valved conduit was successfully implanted. No adverse patient effects were reported.

Event description:
Medtronic received information that approximately 16 months post implant, this transcatheter bioprosthetic valve was explanted due to disseminated bartonella infection and presumed endocarditis. No vegetation was shown on transesophageal echocardiogram (tee). A new pulmonary valved conduit was successfully implanted as a replacement. No adverse patient effects were reported. The device will be returned.

Manufacturer narrative:
Additional information was received that the device explant was due to disseminated bartonella infection and presumed endocarditis. The initial medwatch report was filed in error as infection and/or endocarditis at 16 months post implant does not indicate a device malfunction or potential manufacturing issue and is a patient-related issue.

Manufacturer narrative:
The product has been returned and analysis is in progress. Additional information has been requested regarding device explant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.